Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, there were episodes of right ventricular oversensing observed. Reprogramming was performed. No adverse consequences for the patient were reported.